Manufacturer narrative:
Qn#( B)(4). The customer provided one photo and video for evaluation. The provided video revealed a small droplet of liquid forming adjacent to the catheter juncture hub. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer report of a catheter leak was confirmed by the customer supplied video. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." Other remarks: corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: doctor found blood leakage on the hub between catheter.